Event description:
It was reported that the connector port for the electrocardiogram (ECG) cable needed to be repaired. The cable connector could be "wiggled" which produced artifact on the surface ECG. The programmer was returned for service. It was noted on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Loose ECG (electrocardiogram) connector on a printed circuit board assembly which resulted in artifact on the ECG signal. Keyboard is not mounted in place and there is a broken right hinge. Unable to load software due to a broken ethernet combo card (damaged).